Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no product quality issue identified with this device based on the information reviewed.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The vascular surgeon did a cut down to widen the nick and spread for removing the device and the separated distal guide. The vascular surgeon sutured the vessel closed to achieve hemostasis. The physician is reported to be trained in the use of the proglide device. No additional information provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified left common femoral artery (lcfa) using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the proglide device could not be removed from the patient anatomy. The black distal guide separated from the proximal guide. A vascular surgeon opened the femoral artery and removed the body of the device and the separated black distal guide from the patient anatomy. After the successful tavi procedure, the surgeon surgically closed the vessel. There was no reported adverse patient sequela. There was a reported clinically significant delay in the entire procedure. It was reported that the physician is established in the preclose technique. No additional information was provided.